Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney that allegedly in 2009 the patient underwent a left total hip arthroplasty and was implanted with an lfit anatomic v40 femoral head. It is further alleged that he was revised on (B)(6) 2019.